Event description:
Issue identified with white lumen of lue(left upper extremity) 2.6fr PICC was flushed with 10mls of nss as per policy. Rn clamped the line and paged IV team. During the day rue(right upper extremity) us obtained that was unremarkable. Cardiac intensive care unit and peripheral nervous system changed the dressing to ensure there was no mechanical obstruction. Red lumen flushed at this time and flushed and withdrew blood without issue. When patient's white lumen was flushed the nss immediately filled the dressing window and biopatch. Cardiology app called to bedside and line was removed at this time. A visible tear in the catheter was present after removal and found to be 1.5cm past the hub of the catheter.